Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine, fentanyl, and bupivacaine all at unknown doses and concentrations via an implantable infusion pump for an unknown indication for use. It was reported that the patient was previously managed by a different doctor. The patient went to a twin cities pain clinic on (B)(6) 2017 and met with a different doctor. The patient was in the hospital for an extended period of time and "map's" refused to fill the patient's pump. It was reported the pump began alarming on (B)(6) 2017. The doctor elected to replace the pump because it had been dry and alarming for over a month. The doctor set the pump to stop pump mode to avoid getting the alarm. The patient was scheduled for a replacement on (B)(6) 2017. However, surgery did not occur because the patient died the weekend of (B)(6) 2017. The hospital called the patient for a pre-op phone call and the family informed the hospital of the patient's passing. There were no environmental/external/patient factors that led or contributed to the issue. No diagnostics or troubleshooting was performed. No intervention s or actions were taken. It was reported the issue was resolved at the time of the report. No further complications were anticipated/reported.